Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The proximal thoracic aorta was 28 mm in diameter. There was minimum vessel tortuousity and calcification. The right femoral was 6 mm in diameter. It was reported that after the stent graft was deployed the right iliac artery ruptured while the delivery system was being removed from the patient. A reliant occlusion balloon was placed in the aorta followed by placement of another manufacturer¿s for repair of the iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: vessel perforation. Small access vessels. 24 fr delivery system too large for anatomy 6 mm femoral. Conclusion: vessel perforation. Small access vessels. 24 fr delivery system too large for anatomy 6 mm femoral.